Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch, of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received 17 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the samples received are 1.74 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirement for minimum. Ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. 5 of the samples received have the needle already detached from the thread when opening the pack. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 2.33 kgf in average and 2.16 kgf in minimum and fulfilled ep requirements: 1.53 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly performed because closed samples received show the needle escaped from the thread. Final conclusion: considering that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that the needle detachmed. No more information has been received.